Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device continuously prompted 'connect cable' while the therapy was connected to the device. The device would not recognize a connection. There was no patient use associated with the reported event.

Manufacturer narrative:
(Device available for evaluation) of the initial medwatch report indicates: 'no'. (Device available for evaluation) of the initial medwatch report should indicate: 'yes'. Follow-up information: physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u18 that was inoperative. This ic chip, designator u18 being inoperative, caused the device to continuously prompt to connect the electrodes. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Follow-up information: physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u18 that was inoperative. This ic chip, designator u18 being inoperative, caused the device to continuously prompt to connect the electrodes. A replacement device was provided to the customer under warranty.